Manufacturer narrative:
Not returned to manufacturer.

Event description:
Swollen legs [peripheral swelling], swollen joints [joint swelling], painful joints [arthralgia], painful legs [pain in extremity], awake all night [insomnia], trouble walking up and down stairs [gait disturbance], cannot sit or stand for any length of time/can only walk about 2 hours, each day [activities of daily living impaired], joint leakage [arthropathy], large cyst in both knees draining into legs [cyst]. This serious spontaneous report was received from a consumer in united states via the FDA. This report concerns a (B)(6) female patient, who experienced still having swollen, painful joints and legs, joint leakage, and large cysts in both knees draining into her legs during treatment with euflexxa (sodium hyaluronate) solution for injection 1 %, unknown dose, weekly, with an unknown route of administration, for arthralgia from (B)(6) 2016. The patient reports that these events are also causing her to have trouble walking up and down stairs, being unable to sit or stand for any length of time/can only walk 2 hours each day, and keeping her awake all night. On (B)(6) 2016, the patient experienced still having swollen, painful joints and legs, joint leakage, and large cysts in both knees draining into her legs. In (B)(6) 2016 the patient experienced trouble walking up and down stairs, being unable to sit or stand for and length of time, and keeping her awake all night. The patient was disabled or suffered permanent damage due to still having swollen, painful joints and legs. Action taken with euflexxa was dose not changed. At the time of this report, the outcome of still having swollen joints and legs was not recovered. The outcomes of painful joints and legs, trouble walking up and down stairs, being unable to sit or stand for and length of time/can only walk 2 hours each day, joint leakage, large cysts in both knees draining into legs, and keeping her awake all night were unknown. The patient's past drug therapy was significant for synvisc on unknown dates in 2014. The patient medical history was significant for a torn meniscus on an unknown date. The following concomitant medication was reported: biotin (from an unknown start date to an unknown stop date), and vitamin d (from an unknown start date to an unknown stop date). At the time of reporting the case outcome was not recovered. Additional information was received from the consumer on 21-oct-2016. The consumer provided additional demographics of height, weight, date of birth and age, medical history, dates of euflexxa injections, and additional adverse events. Data fields and narrative were updated. Overall listedness (core label) is unlisted. Reporter causality: related, company causality: related, other case numbers:, FDA device report number = mw5065057. Argus number: (B)(4).